Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring station) was stuck on the splash screen. The nurse reported to the biomedical engineer that the cns rebooted on its own. An in-house loaner was placed into service. A loaner device was sent to the customer. Device was returned and evaluated. The video card would need to be changed; however, the part is currently out of stock. Customer was notified that part needed for repair is out of stock. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the cns (central monitoring station) was stuck on the splash screen. The nurse reported to the biomedical engineer that the cns rebooted on its own. An in-house loaner was placed into service. A loaner device was sent to the customer.

Manufacturer narrative:
The biomedical engineer reports that the cns (central monitoring station) was stuck on the splash screen. The nurse reported to the biomedical engineer that the cns rebooted on its own. An in-house loaner was placed into service. A loaner device was sent to the customer. Device was returned and evaluated. The video card would need to be changed; however, the part is currently out of stock. Customer was notified that part needed for repair is out of stock. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.